Event description:
It was reported that the access system became kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient but needed to be fully recaptured. After the closure device was recaptured, the was had become kinked. A new was was then used to complete the procedure. There were no patient complications or consequences that occurred as a result of this event.